Manufacturer narrative:
This report is currently being investigated. As additional info is obtained, a supplemental report will be submitted. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a blank graphical user interface (gui) while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury. No additional info is available at this time.